Manufacturer narrative:
Date of event: exact date unknown, event occurred twelve (12) months ago from the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was not charging fully and was not staying charged. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as it was discarded per hospital policy.